Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 5 was failed and could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, device manufacture date, medical device model and section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 5 failed and unable to be recovered. A field service engineer (fse) diagnosed and found tower door was failed. Further, the fse confirmed that the customer recovered the tower door. The system functioned as intended after the field service engineer investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door 5 was failed and could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.